Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of cracks on the display of the insulin pump. The customer's blood glucose reading was 4.1 mmol/l. The mother stated that her son accidently fell. The mother stated that the pump is not reacting anymore. The customer will be sent a replacement pump.